Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent graft interventional procedure. Reportedly, when removing the prostyle device after deployment, the suture became caught in the o-ring and was unable to be removed with forceps or tweezers. Tension was applied and the "shaft of the foot" (metal part proximal to the foot) kinked. Careful observation indicated that the guide wire exit port did not come out from skin. The device was pulled to skin surface and then the suture came off of the o-ring. The device was removed. The sutures were still successfully deployed. An additional prostyle device was deployed at the 2 o'clock position. The sheath was upsized to a 17f and the stent graft interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture became caught in the o-ring and was unable to be removed¿ could not be tested/confirmed, due to device components not being returned. The reported kink was observed as a bend. The reported guide break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned prostyle device noted "the guide was separated at the distal end of the guide tube. The actuator wire was still intact. The distal end of the guide tube was bent. The guide was not kinked as reported." It was confirmed with the account that the guide separation might have occurred due to tension applied upon the attempt to remove the suture off of the o-ring. No additional information was provided.